Event description:
Patient reported that they experienced an electrical shocking problem occurring after being required to pass through metal detectors while carrying a stimulation transmitter in the airport. The airport has 2 metal detector gates for passengers to pass through on the way to the boarding gate. Pt was in habit of presenting the device card to security and putting the transmitter device into the basket provided when passing through the gate. In the airport, the attendant would not recognize the issue of the implanted device and insisted that the pt walk through the first metal detector carrying the device until the machine "beeped." The transmitter had been turned off before going through. At the second gate the pt was permitted to put the transmitter into the basket and proceed through. After clearing security the patient attempted to reset the transmitter and found that the device was now "on." The pt attempted to set stimulation at the usual 3.4 and got no effect and could not keep the device from shutting off and resetting itself to "zero." The patient had to set the stimulation to 4.8 to 5.2 to get desired stimulation. The pt put in a new battery but device continued to reset to zero on its own. The pt shut the device off to board the plane and left it off for about 1/2 hour until the plane was in flight. When the pt turned the device back on and had settled back in the seat the pt suddenly experienced a shock on the femoral nerve which "zapped the ---- out of me." It was nothing like regular stimulation and hurt so bad the pt "couldn't grab the device to get it shut off because I was shaking too bad." The pt's severe shock caused the pt to jerk so the pt's arms flew out and knocked the beverage out of seat mate's hand. After this event the pt had such severe pain and felt they had to try the device again that night so attempted to get it to work but it would not stay on. The pt took pain medications in an attempt to control the pain. The pt called the manufacturer. Patient followed up with hcp - hcp had record of consultation with patient regarding the event but no detail in record regarding the event or an injury caused by event. Patient feels airline security should never force patients with devices to go through the metal detector to board the plane if they are carrying proper identification of the device.